Event description:
It was reported that on (B)(6) 2025: powerpicc catheter inserted. Insertion was complicated, no guide present in the pulmonary arteries on the control x-ray. However, the child experienced pain when using this piccline. On (B)(6) 2025: placement of a davi (no guide used). The presence of the powerpicc catheter guide in the pulmonary arteries is not detected during the placement of the davi or during the control x-ray. On (B)(6) 2025: discovery of the metal guidewire during a pre-transplant chest CT scan. On (B)(6) 2025: removal by cardiac catheterization of this severely damaged guidewire, which became detached during removal and measured approximately 20 cm. Additional information received (B)(6) 2026; patient did not tolerate procedure well. Migration of the guidewire into the pulmonary arteries. Pain and catheterization procedure for removal not initially planned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: the initial complaint appeared to involve a bd manufactured device. After receiving additional information from the complainant, it was determined that it is not a bd manufactured device.